Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm. Customer states that their blood glucose reading is 48 mg/dl. Furthermore, at one point the blood glucose reading was 445 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm occurred during testing. No moisture damage was found on electronics, motor, battery tube and vibrator assembly during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.